Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an open and oozing wound under the front therapy electrode. The patient was admitted into the hospital; although there is no indication that the patient was admitted due to the reported skin irritation. The patient's dermatologist prescribed an ointment to use on the wound. The patient also removed the lifevest while in the hospital. During follow-up, the patient reported that the ointment had made her itch, so she stopped using it, but that the wound was healing.